Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin squirted out of the insulin pump and alarmed compromised force system sensor during manual prime. The customer's blood glucose reading was 230 mg/dl at the time of incident. Troubleshooting found that the drive support cap appeared to be normal. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to faulty force sensor resistor also, unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test alarm due to a33 alarm. The insulin pump was received with normal operating currents, passed a21 error and self-test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker.